Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a lose connection of the ffcable (part n° 160355) of the pressure sensor assembly (psa). During regular use vibrations caused by movements and transport of the device can lead to a lose ffcable connection between the psa and the mainboard. The logfile analysis confirmed the occurrence of technical failures tf 341009, tf 346054 and te 231036. These tfs are typical for a failure of the pvent control pressure sensor, which measures the pressure at the patient out-let. The correction consisted in the control and refixation of the ffcable of the pressure sensor assembly. In this case the device switched into safety mode during suction. When a device runs in safety mode the ventilation continues but certain specific ventilation modes are not available anymore. Therefore, the user had to switch the device. The exchange of a ventilator is a routine procedure but in a worst-case scenario a deterioration of the state of health of the patient cannot be excluded. This is why this case was assessed reportable. This incident occurred during ventilation while a patient was connected to the device. The device had to be exchanged but there was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: an error occurred during suction; the device has entered 'safety ventilation' mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: an error occurred during suction; the device has entered 'safety ventilation' mode.